Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels in the 44-47 mg/dl range. Customer consumed carbohydrates to address bg level. Reportedly, pump basal rates were set too high. Customer is new to the pump and is still trying to fine tune basal rates with the healthcare provider (hcp).